Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Type of event is being tracked and trended on a monthly. The root cause of the reported gi bleeding cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Information was received from the site that routine blood testing showed a low haemoglobin of 78g/l. The patient reported black stools and was admitted for investigation. Inr at time of incident was 2.2 with aspirin antiplatelet cover only. The patient underwent gastroscopy which showed a tiny vascular anomaly in the antrum which was oozing, and in the pyloric canal a small area of 3-4 mm diameter of mucosal erythema, again oozing a small amount of blood. Both these areas were treated with argon plasma coagulation with cessation of bleeding. The patient will be followed up with regular full blood counts and inr monitoring and was discharged.